Event description:
Patient implanted with the itrel ii implantable pulse generator for spinal cord stimulation as a therapy for chronic intractable back and limb pain on 06/06/1994. Complaint received from patient's attorney on 01/13/1999 alleging "after the implantation of the medtronic device......plaintiff initially received pain relief. Thereafter, in late 1996, plaintiff began experiencing excruciating back pain and a burning sensation.... Consequently, in late 1996, plaintiff had the medtronic itrel ii system removed from his back and discovered....that defendant health care professional had improperly placed the medtronic device too high....and that such device was unsafe and defective."